Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported that: narrative- right femoral hematoma when 14fr intro was repositioned, active bleeding, manual compression, balloon inflated in the common iliac, 2 covered stents deployed, angio-seal 8fr. Additional information: during a tavr procedure, access was gained using micro puncture and ultrasound, in the right femoral artery. Vessel size was 11.7mm. Measured depth for the manta was 5cm. Systolic blood pressure was 120mmhg, protamine 50mg was administered during the procedure. Post angiogram showed the need for stenting.

Manufacturer narrative:
(B)(4). New information received indicates that this was not a reportable event, thus, the initial MDR submitted on 07/03/2024 should be retracted. Additional information: the pi stated that: "deployment depth was obtained however during sheath exchanges after the valve deployment there was already significant bleeding therefore it was elected not to introduce the manta sheath and introducer and proceed with stenting directly. Manta device was not used on the subject".

Event description:
It was reported that: narrative- right femoral hematoma when 14fr intro was repositioned, active bleeding, manual compression, balloon inflated in the common iliac, 2 covered stents deployed, angio-seal 8fr. Additional information: during a tavr procedure, access was gained using micro puncture and ultrasound, in the right femoral artery. Vessel size was 11.7mm. Measured depth for the manta was 5cm. Systolic blood pressure was 120mmhg, protamine 50mg was administered during the procedure. Post angiogram showed the need for stenting.